Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It is reported that rv oversensing was observed via merin.net. Review of an egm revealed vf episode that was the result of rv oversensing.. Programming change was made. Patient was stable.